Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of jaw damage is most likely related to the operator's technique. The instruction manual warns users: "always operate the forceps lightly, excessive force on the finger grip (either pushing or pulling) can cause deterioration and breakage." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a hysteroscopic removal of iud procedure the jaw of the device broke off and fell into the patient. The device fragment was successfully retrieved. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the device was inspected prior to the procedure and no abnormalities were found. It was stated that the steam sterilization is used during reprocessing of the device. No further information was provided.